Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report the receiver did not display the correct image on (B)(6) 2014. Patient stated the receiver displayed a dexcom symbol and status bar instead of displaying the trend graph. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and "call tech support" error message was observed. The root cause was determined to be a defective component in the receiver's printed circuit board.